Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead removal procedure. Prior examination of the patient's ra lead was found to have dislodged. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout